Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas to report a patient's death. Reportedly, the cause of death was not determined but suspected of being a suicide; the date of death was (B)(6) 2016. The medical examiner noted the patient had tried in the past to intentionally overdose on insulin. This information of previous intentional overdosing was not reported to animas previously. The pump was not available during the call for troubleshooting. No further information was given. The reporter was contacted several times unsuccessfully. This complaint is being reported because a malfunction or use error could not be ruled out as a cause of the reported patient death.